Manufacturer narrative:
Device 1 of 2. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Bench testing indicated the anchor will hold a lead as designed. The anchor insert is properly seated in the anchor slot. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00850. The pt received her scs system including a percutaneous lead secured with anchor on (B)(6) 2008. It was reported that the lead had migrated. The lead and anchor were explanted on (B)(6) 2008 and returned to ans for evaluation. No further information is available.